Manufacturer narrative:
Additional information added in b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3354905. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Kindly confirm the total number of occurrences with those 9 boxes: 6 different IV sets. Have the 6 occurrences happened on the same date or on different dates? .if your are not sure about the dates please let me know: it was different occurrences. I do not know the exact dates, but multiple days.

Event description:
It was reported that bd nexiva single port leakage at tubing. The following information was provided by the initial reporter: enfield is having an issue with this IV set leaking at the end of the tubing. Are we able to get replacements with a different lot? No patient impact detailed from customer.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.